Event description:
Healthcare professional (hcp) reports pt experienced hives during dialysis treatments beginning in 2000. Pt has been on the psn membrane since 9/2000. Pt is run for 4 hour treatments and hives occur approx 3 hours into the treatment. Hives are present for a short time and then dissipate. Pt has been treated with benadryl 12.5mg during reported incidents. In addition, pt has also developed hives with an alternate membrane as well as when not on dialysis and is treated with oral benadryl. In 12/2000 pt also developed shortness of breath during hives episode. Hcp reports center had increased the normal saline priming volume to 2l and in 1/2001 the pt also received hydrocortisone 50mg. Prior to the dialysis treatment. Pt again developed hives. Hcp reports the pt has been switched to a beef heparin during treatment, and no hives were reported. Hcp does not attribute hives to psn dialyzer, but is unable to determine root cause.